Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer states device is leaking, was able to verify that device was leaking during functional testing. The root cause was that the metal o ring was in between input fitting and input manifold which was not needed. Replaced MRI battery, sintered filter, and o rings. Performed all remediations. Replaced cracked case, damaged front panel, and damaged air mix switch. Recalibrated CPAP. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked from the o2 side housing. This was not related to physical damage/abuse and fault found during testing. There was no patient involvement and no harm/adverse event reported.